Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician retracted and advanced a ruby coil multiple times within a lantern delivery microcatheter (lantern) while attempting to manipulate the ruby coil within the patient. The ruby coil then unintentionally detached within the lantern, and therefore the lantern was removed with the ruby coil inside. The procedure was then completed using a new microcatheter, a new coil, and additional penumbra coils. In addition, there was no noted damage to the lantern after removal. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The stretch resistance wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. The complaint stated that no damage was observed on the lantern that was used in the procedure. Further evaluation revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental to the reported issue and may have occurred during packaging the device for return to penumbra. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.